Event description:
It was reported that this catheter was successfully placed for percutaneous drainage of a pancreatic abscess. Post placement a CT scan was performed and it was noted that the tip of the drainage catherter had detached and remained in the patient. The patient subsequently died. Co's attempts to obtain further details have been unsuccessful. Should further details become available a supplemental medwatch report will be filed under the appropriate sequence number. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed and co is unable to determine if the device met its specifications. Co's follow up indicated the physican did not attribute the patient's death to the event or the procedure. The cause of the patient's death is believed to be septicemia. However, co is unable to determine the relationship between the device and the cause for this event. Co's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."